Event description:
Reported by study coordinator via e-mail: "subject going through the subject's chart it was noted that she will be having a right knee revision in 2008. The surgery is being done by another physician within our facility."

Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available with add'l info a supplemental report will be issued.